Event description:
It was reported that pump experienced repeated occlusion alarms, although alarm number could not be verified in pump history, and caller also observed ball of insulin in tubing. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to disconnect and troubleshoot tubing and cartridge, remove and inspect cartridge, and then fill and load new cartridge, and was advised replacing supplies as necessary and resume insulin therapy.